Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the pt reported her pump refill date was due on (B)(6) 2011. Since she had relocated she was yet to find a hcp. Later, on (B)(6) 2011, hcp reported that the pt was admitted to the hospital, reason unk. Pt status unk. A f/u report will be sent if additional info becomes available.